Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Ventricular capture management trend data shows for week of (B)(6) 2015 an average threshold of 1.75v with a maximum measurement of 2.25v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead caused perforation. The lead was repositioned and implanted. During a device check one week after implant, the lead exhibited high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.